Manufacturer narrative:
(B)(4). E. Koskinen, p. Paavolainen, p. Ylinen, a. Eskelinen, a. Harilainen, j. Sandelin, k. Tallroth, v. Remes (2010) ¿mid-term results for three contemporary total knee replacement designs ¿ a comparative study of 104 patients with primary osteoarthritis" . Scandinavian journal of surgery 99: 250¿255, 2010, http://journals.sagepub.com/doi/pdf/10.1177/145749691009900414. Report source, foreign - event occurred in (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Information received upon review of journal article entitled " mid-term results for three contemporary total knee replacement designs ¿ a comparative study of 104 patients with primary osteoarthritis" by koskinen, e. Et al. (2010). Nine revision surgeries were reported in the journal.